Event description:
Freestyle libre 3 plus repeatedly giving low glucose reading. Serial number was checked on manufacturer's website and returned a "sensor not included in recall" type message. However, for the last 2 days I have been alerted several times that my glucose is dangerously low when it's not actually when checked against finger stick meter. Also, the low readings are showing on alert, but not being recorded and listed along with all other readings. It's like they vanish from the digital record of events. Although I saw it on screen, none of the low readings can be retrieved! The affected meters must be broadened because I am now wearing one that is malfunctioning.